Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy/gastric tube, the insulation of the jaws got caught on a trocar during insertion and removal, and the insulation was peeled. Another ligasure was opened but its insulation was also caught on trocar and broken. The broken piece fell into patient's cavity but it was removed successfully.

Manufacturer narrative:
Three devices were received for evaluation. The devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the products were within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found the bottom jaw was missing plastic over mold on pli 10 and pli 20. The missing pieces were not returned. Visual inspection on pli 30 found no defects. The reported condition was confirmed on pli 10 and pli 20. The reported condition was not confirmed on pli 30. The investigation found the bottom jaw over mold was damaged and missing plastic near the hinge of the device on pli 10 and pli 20. The damage to the jaw's over mold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error for pli 10 and pli 20. The investigation on pli 30 found the device was within specification. The IFU states, close jaws using device lever before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy/gastric tube, the insulation of the jaws got caught on a trocar during insertion and removal, and the insulation was peeled. Another ligasure was opened but its insulation was also caught on trocar and broken. The broken piece fell into patient's cavity but it was removed successfully. New ligasure was opened again, and its insulation was also peeled but used until the end of the procedure. Medtronic initial investigation found the bottom jaw was missing plastic overmold on pli 10 and pli 20. The missing pieces were not returned.